Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's weight was unknown. The cause of the warmth, hot, burning and jabbing sensation after charging for 35-45 minutes that would spread to mid back where lead was unknown. Actions/interventions taken to resolve the issue was that patient was instructed to break up charging sessions into smaller amounts of time to see if that made a difference. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jan-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that when patient charges the ins, it would become warm after 35-45 minutes and then the warmth was spread to their mid-back area where their lead was and then it would feel more like hot, burning jabbing sensation. Patient would then take a break from charging and this sensation does resolve once they stop charging. This had occurred two times. Patient normally sits to charge and has stimulation off. There were no falls or trauma. They were also charging daily. It was reviewed that patient could charge for shorter periods of time and patient should not create pressure during charging at ins site. No further complications were reported.